Manufacturer narrative:
This report is submitted on july 9, 2019.

Event description:
Per the clinic, the patient experienced an extrusion of the device. The device was still functioning, but had intermittent drainage and therefore required explantation. It is unknown if another device was implanted.